Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose is high and he wanted to make sure that the insulin pump was functioning as designed. The patient's blood glucose at the time of incident was 470 mg/dl. The customer stated that he was not receiving insulin. The customer did not mention any symptoms of hyperglycemia, and he attempted to treat with insulin pump therapy. Troubleshooting was initiated but it was not completed as the customer declined the high pressure test. No products were returned for analysis.